Manufacturer narrative:
The complaint of a dislodged surecuff is confirmed. Upon receipt the surecuff is missing from the catheter. Gross and microscopic examinations showed glue material adhering to the catheter where the surecuff would be located on the catheter. The device had been in place for 489 days prior to the complaint incident. At this time the mechanism of damage is undermined. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Surecuff dislodgement was found. When the user tried to remove the broviac catheter, the surecuff dislodged from the catheter. The dislodged surecuff was easily removed from the pt. The indwelling period was 489 days.